Manufacturer narrative:
See scanned pages.

Event description:
It was reported that the pt's device system was explanted due to infection. The system was later replaced. The pt's pump contained baclofen.